Manufacturer narrative:
The device remains implanted in the patient. Therefore; it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted.

Event description:
The patient was being implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Reportedly, during the procedure the physician experienced a problem cannulating the contra-lateral limb and ischemia of the left leg due to no reperfusion was reported. Patient was reported as being stable.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the intraoperative left lower extremity ischemia with cannulation issue is unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be stable. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The aorta was highly tortuous and angulated at the level of the bifurcation into the left common iliac artery. This may have contributed to reported event but that could not be conclusively determined. The left common iliac artery maximum diameter was 37.4mm (should be 8-25mm). No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: medical device problem: remove code 3190. H6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.

Event description:
The patient was being implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Reportedly, during the procedure the physician experienced a problem cannulating the contra-lateral limb and ischemia of the left leg due to no reperfusion was reported. Patient was reported as being stable. Additional information: during an internal clinical assessment, endologix found reasonable evidence to suggest the device was used off-label. The aorta was highly tortuous and angulated at the level of the bifurcation into the left common iliac artery. This may have contributed to reported event but that could not be conclusively determined. The left common iliac artery maximum diameter was 37.4mm (should be 8-25mm).

Event description:
The patient was being implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Reportedly, during the procedure the physician experienced a problem cannulating the contra-lateral limb and ischemia of the left leg due to no reperfusion was reported. Patient was reported as being stable. Additional information: during an internal clinical assessment, endologix found reasonable evidence to suggest the device was used off-label. The aorta was highly tortuous and angulated at the level of the bifurcation into the left common iliac artery. The left common iliac artery maximum diameter was 37.4mm (should be 8-25mm). Update information received: pre-case discussion slide deck procedure planning confirms the case was on label.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the intraoperative left lower extremity ischemia with cannulation issue is unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The procedure planning confirms the case was on label. The final patient status was reported to be stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Correction: b5: describe event or problem has been updated b6: relevant tests and lab data has been updated g3: date received by manufacturer has been updated h6: medical device problem: remove code 2682.